Event description:
Pt had a PICC line (bard product that she was receiving itraconazole from ortho biotech-through). Three weeks later the line was no longer working-it was presumed she had a clot in the line so home health care nurses attempted to declot the line with low dose tpa. This was not successful so the line was dc'd and the pt was sent back to interventional radiology for a new PICC line two days later. Nine days later we were informed that the new PICC line was not working and attempts to declot it again did not work. The line was discontinued and sent to me via mail. The line is visibly altered in that it is no longer flexible and has what appears to be an occluded lumen which does not appear to be a blood clot. The cahteter will be sent to bard for analysis.